Event description:
During investigation for manufacturer report # 1644487-2011-01650, clinic notes dated (B)(6) 2011 were received that indicated that the pt had two seizures since having her generator replacement. It was noted in that prior to replacement the pt had been having one seizure per month "which was above baseline for her." One of the two noted seizures was two minutes long "which is relatively long for her." Follow-up for further information has been unsuccessful as the site did not have any updates on the pt's condition. An implant card had been received for the previous replacement that indicated normal impedance. No interventions have been taken since generator replacement.

Event description:
Additional information was received from the neurologist's office indicating the patient was seen on (B)(6) 2011. Drug levels were normal at that time. The patient has been seizure free since september. The site was not sure what the seizures following replacement were due to however it can be noted that the patient's settings following replacement were less than the therapeutic settings used prior to replacement. The patient's settings were increased at the visit on (B)(6) 2011.